Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was found unconscious by a family member and died that same day. The pt appeared to be switching from battery power and connecting to the power module. The pt had requested that an autopsy not be performed when he died.

Manufacturer narrative:
The pump will not be returned for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.